Event description:
Baxter reported 11 incidents of "malfunction clamp after one month or less time" on 8 patients in 2002. Per affiliate, these incidents were noted during use and no patient injury or medical intervention was associated with any of these incidents.